Manufacturer narrative:
Initial.

Event description:
It was reported that the device generated recurring restart alert 38 indicating a motor stall, and despite multiple restarts the alert persisted until a guided dry run without the current supplies proceeded without alarms, suggesting defective infusion supplies and a potential failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, and the issue aligned with a device failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.